Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display screen and contamination under all of the key contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/04/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/04/2013 with the following findings: evaluation revealed that the keypad was torn over the ok button, exposing a key contact. All of the keypad buttons responded appropriately. The keypad was removed and contamination was found under the all of the key contacts. Evaluation also revealed a dim, discolored display screen. A test screen was inserted and was found to function properly.